Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the forward body frame fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the operation channel perforated, the segment steel braid deformed, and the bending rubber dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).